Manufacturer narrative:
Batch history review: we have checked the manufacturing file of this lot of vena cava filters, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of 60 vena cava filters, sold since (B)(6) 2010. Investigation: the involved device has not been returned for evaluation. However, bis reported that: "according to the physician, the filter was removed surgically on (B)(6) 2011. Upon removal, it was noted that the filter was constrained by the pt's own tissue. It was reported that the pt is doing well." Conclusion: the filter non opening incident is the consequence of the presence of tissue around the filter. No corrective action is envisaged.

Event description:
A pt presented in the emergency room and was shown to have a massive pulmonary embolism of unk etiology. The pt was sent to the operating room for placement of a vena cava filter from the standard right femoral approach. Upon deployment, the filter did not open and moved through the heart and into pulmonary circulation.